Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased intact parathyroid hormone results while using the architect intact pth reagents for multiple patients. The following data was provided for one patient (pg/ml). Tested on (B)(6) 2016 initial 2.1. Tested on (B)(6) 2016 repeat 1.1, 0.8, 0.5. The customer also reported that three of 200 patients tested with this assay from (B)(6) 2016 also had low ipth values, however specific data was not provided. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause (B)(4) lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.